Event description:
Healthcare professional reported "capsular contracture, Baker grade III", "skin thinning out" and "implant exposure" against the left side record. The device was explanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of capsular contracture and "skin thinning out" is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for Reoperation: "capsular contracture, Baker grade III", "skin thinning out" and "implant exposure"This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.